Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator shut down unexpectedly. The device was in clinical use when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator shut down unexpectedly. It was reported that error code 1101 (check vent: ventilator restarted) appeared. The device was evaluated by a field service engineer (fse), and it was reported that the error code was identified (error code 1101). The fse noted that the central processing unit (cpu) board needed to be replaced. It was then reported that the fse replaced the cpu, and performed a full performance verification test (pvt) per the manufacturer's specifications. The device was then returned to service.